Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim, faded, discolored display and contamination of all the keypad button contacts.

Manufacturer narrative:
Submitted: 06/16/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display was found to be dim, faded and discolored. The keypad buttons had normal response; the keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.